Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Could you please provide more details for "does not activate the blade"? When the surgeon pressed the firing button, the stapler did not advance the blade and did not suture. In fact, after inserting the battery the display lit up (as expected) but the stapler did not cut or suture. Did the device was able to be fire? No. Did the device staple but didn't cut? No. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during the firing phase the battery does not activate the blade. The surgery was delayed by 5-minutes as it was necessary to open a new device. No fragments were generated. The surgery was completed successfully with no patient consequences. Procedure: esophagectomy.

Manufacturer narrative:
(B)(4). Date sent: 04/12/2022. D: batch # u5f21e. H6: component code = electrical and magnetic (g02). Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh25p device arrived with no apparent damage. The breakaway washer was present and uncut, the device was fully loaded with staples. When the battery was installed the green checkmark does not illuminate, indicating that the device had not been fired. During the functional test, an attempt to fire the device throughout the firing range was unsuccessful. The device was disassembled to verify the condition of the internal components and cracks were observed in the conductive traces of the flex circuit (connector contacts). It was determined that the cracks in the flex circuit prevented the anvil detect circuit from functioning thus preventing the device from firing. After disassembly, the device was tested for functionality with a manually assisted and a test washer, and the device was fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident confirming that the experience was due to the damage in the flex circuit. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The damage observed on the flex circuit has been correlated to the design. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.